Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the she received a sensor error. The end of the sensor was split like split hair. The customer was receiving multiple sensor errors because the sensor cannula was split at the tip. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Found sensor cannula bent inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used.